Manufacturer narrative:
This report will be amended when investigation is complete.

Event description:
It is reported that the device was implanted in 2008, and that the pt was revised in 2009 due to infection.